Event description:
It was reported that control-iq was not adjusting insulin delivery as expected, which led to the customer's blood glucose level dropping to between 50-55 mg/dl. Customer consumed carbohydrates to address bg. Technical support educated the customer about the function of control-iq and its reliance on correctly programmed weight information. Customer updated their pump settings to address the event.